Event description:
It was reported that the deep brain stimulation (dbs) lead extensions tunneled out of the patients skin, which was discovered when the patient was undraped. The dbs lead extensions were explanted to reduce infection concerns. The procedure was completed using an alternate device. There were no patient complications. The explanted lead extensions were both disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7108085.